Manufacturer narrative:
Stryker representative evaluated the product and found that the product was functioning to specification and could not replicate the alleged failure.

Event description:
It was reported by service report that the zone 3 chaperone was not working. No pt involvement or adverse consequences are reported.